Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2). The system was tested and verified as ready for use. Isi has received the mtm2 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure using an xi system, the customer reported a persistent issue where the surgeon experienced vibration and resistance when articulating the left master tool manipulator (mtml), which was not moving correctly. The customer was unable to troubleshoot the problem. The procedure was completed as planned with no patient injury reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, resistance was found indicating a calibration issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The master tool manipulator (mtm2) was installed onto the surgeon side console (ssc) fixture test platform (sftp) where it passed all tests. The complaint was confirmed based on failure analysis. The root cause is attributed to a calibration issue with the mtm. This issue may be resolved by fse service of the system to replace the mtm.